Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to open the lever was not confirmed. The reported irregular appearance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A needle to cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot # updated from 3082241 to 3052841.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an atrial fibrillation procedure with an 8f sheath. Reportedly, blood flow was noted through the marker lumen. As the footplate lever was opened it was noticed the link was not in the correct place. It was stopping the footplate lever from opening. The device was removed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.